Event description:
The product complaint report shows the customer alleged the keypad tones and audible alarm to be intermittent. The facilities biomedical technician inspected the device and was unable to duplicate the problem. The biomed replaced the alarm assembly as a precaution. It is not verified that the alarm is intermittent, and no malfunction may have occurred. The customer verified no pt harm. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.